Event description:
A customer reported to baxter corporate product surveillance a clearlink duo-vent continu-flo solution set in which the set was causing an upstream occlusion alarms. According to the report, the facility recently converted from hospira calibrated sigma infusion pumps to baxter calibrated sigma infusion pumps. The facility has experienced a substantial increase in upstream occlusion alarms since the change. The reported indicated that baxter will be performing an in-service to help with this issue. The alleged defect occurred during patient use. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted. A batch review could not be completed as the lot number was not provided by the customer.